Manufacturer narrative:
This report is related to MFR# 3002808148-2024-09643. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited snow, no image. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device malfunction was not confirmed and a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.